Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was capped due to high impedances of greater than 3000 ohms, noise on the iegms and a fracture. No adverse patient events reported.